Event description:
It was reported that a spectrum infusion pump alarmed system error 105. It was also reported that there was on pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported symptom system error 105 alarms and observed it at power up, determined to be caused by a failed motor flex. The failed motor assembly was replaced.